Manufacturer narrative:
Additional information: block e1: has been updated with initial reporter phone number, address, city and facility name. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Block h11: investigation results. The returned resolution 360 ultra clip device was analyzed and the visual inspection found that the device returned without the clip assembly with evidence of full deployment and with the control wire kinked. A microscopic inspection found that the device had evidence of full deployment and the control wire kinked. There were no other problems noted with the device. With all the available information, boston scientific concludes the reported event of clip difficult to release was confirmed. During analysis it was found that the control wire returned kinked. It is possible that the physician experienced difficulties during the clip deployment, which resulted in the bending of the control wire. Contributing factors may include the application of excessive force during deployment, the use of pliers to extract the control wire in an effort to facilitate clip deployment, and other technique-related actions. Additionally, procedural factors such as angulation and overall technique may have played a significant role in this complication. It is important to note that the presence of the clip assembly is essential to the investigation, as the reported event is directly associated with this component. To determine the root cause of the physician's difficulty, inspection of the clip assembly is required. Based on all additional information, the most probable root cause assigned is unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an egd bleed in 3rd part of the duodenum procedure performed on (B)(6) 2025. During the procedure, the clip was difficult to detach from the catheter due to the spring in the handle came out. The procedure was completed with the original device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an egd bleed in 3rd part of the duodenum procedure performed on (B)(6) 2025. During the procedure, the clip was difficult to detach from the catheter due to the spring in the handle came out. The procedure was completed with the original device. The patient's condition at the conclusion of the procedure was reported to be stable.